Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the betadine within the tray had leaked all over the inside of the tray.

Manufacturer narrative:
Based on the reported issue (it was reported that the betadine within the tray has leaked all over inside the tray.) Was confirmed, as supplier related: (B)(4) during visual inspection noted the iodine appeared to leak through the tray; it was observed that the iodine was not completely sealed on the upper part. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿direction for use: visually inspect the product for any imperfections or surface deterioration prior use. If the package is opened or if any imperfection surface is observed, do not use it." (B)(4).

Event description:
It was reported that the betadine within the tray had leaked all over the inside of the tray.